Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
It was reported in december of 2017 that the user had no hearing performance with the device after a head trauma. User was re-implanted on (B)(6) 2017.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. An impact is mentioned in the recipient's report. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation reportedly took place on (B)(6) 2017. Despite requested the device has not been received back for investigation. Please note: the concerned device is a concerto pin, it had been previously (initial report) misreported as concerto.

Event description:
The user had no hearing performance with the device after a known head trauma. User has been re-implanted. Despite multiple requests, the device has not been returned to the manufacturer.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has no hearing performance with the device after a known head trauma. Re-implantation considered.